Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft was implanted as part of the post market advance study during the endovascular treatment of an abdominal aortic aneurysm. Core lab reported the neck was tapering from 31.4mm to 32.4mm. The max aaa diameter was 61mm. A 36 main body graft (B)(6) was chosen to be implanted. It was reported one day post the index procedure, stent graft infolding was observed. There was no indication that any vessel anatomy (calcification/thrombus/ tortuosity) contributed to the infolding. It is undetermined if oversizing contributed. The site reported the infolding as not related to study procedure but having a causal relationship with the study device. The sponsor assessed the infolding as device and procedure related. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
B5: additional information received: it was reported corelab identified the infolding is still present on follow-up imaging nine months later. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary: the reported infolding was confirmed on the films provided; however, there was no oversizing that could have been attributed to the observed infolding. A type ia endoleak was identified in the reviewed images and is likely associated with the infolding. A type ii endoleak from patent lumbar arteries and the inferior mesenteric artery was also observed. Analysis of the returned films did not reveal any stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.